Event description:
It was reported that the 9900 system had a communication error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.